Manufacturer narrative:
(B)(4). The field report was confirmed. Stripped ptfe coating inside the pacing coil have prevented the stylet retraction. The stylet knob was damaged due to excessive force while removing the stylet.

Event description:
It was reported that during implant of a left ventricle lead, it was not possible to remove the guidewire which broke due to the force used. The lead was replaced. Patient's condition was stable during procedure.